Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The reported issue of "light cable has a hairline crack," was confirmed and determined the following cause: the fibre bonding in the outer tube area (distal end) is damaged. Additionally, it was found that the protector of the video cable section was cut. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility name : (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a hairline crack in the light cable. The issue occurred during an unspecified procedure. There was a delay of ten (10) minutes while the patient was under general anesthesia. The intended procedure was not completed. The device was inspected prior to the procedure, and the test photo worked. There were no reports of further patient or user harm. Additional information has been requested however, no further information was provided.